Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. There was no damage noted to the guide wire during the inspection prior to use. It should be noted that the instructions for use (IFU) for guide wire hi-torque guide wires ce, FDA, warnings section states: carefully observe the instructions under ¿do not¿ and ¿do¿ below. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Do consider that if a secondary wire is placed in a bifurcation branch, this wire may need to be retracted prior to stent deployment because there is additional risk that the secondary wire may become entrapped between the vessel wall and the stent. In this case, the reported IFU violation appears to be related to user error as the bmw hydro guide wire was not retracted during post dilation which resulted in entrapment of the guide wire.the reported device damaged by another device and tip separation appear to be related to operational circumstances of the procedure. Based on the reported information, during post dilation, the guide wire was not retracted causing the bmw to become jailed behind the stent. It is likely that during manipulation to attempt to remove the guide wire, the wire became damaged and separated. Additionally, the reported treatment appears to be related to the operational context of the procedure as a trunk angioplasty was performed to remove the separated portions; however, a small part remained floating at the site delaying the procedure. The investigation determined the reported entrapment of the device appears to be related to user error. The reported patient effect of thrombosis is listed in the IFU for guide wire hi-torque guide wires, ce/FDA as a known patient effect of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.

Manufacturer narrative:
(B)(4). It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.na

Event description:
It was reported that the patient presented with a heart attack and the procedure performed was to a left anterior descending (lad) artery and diagonal vessels. Two guide wires were advanced, one was an unspecified balance middleweight (bmw) and the other guide wire was unknown. A non-abbott stent was positioned in the lad and a protective guide wire was left in the diagonal. The non-abbott stent was post dilated while keeping the bmw jailed in the diagonal. During removal of the bmw guide wire, no resistance was felt but the coils of the guide wire unraveled and separated into different pieces. Angiography revealed some pieces were observed in the trunk with signs of thrombosis, some in the diagonal, others seem not to be visualized angiographically. A trunk angioplasty was performed to remove the separated portions; however, a small part remains floating at the origin of the diagonal. The procedure lasted five hours. The following day during the angioplasty a control and optimization were done to ensure a good outcome for the patient. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned guide wire and the reported separation was confirmed. The reported entrapment of the device and device damaged by another device were unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. There was no damage noted to the guide wire during the inspection prior to use. Corrosion was noted on the guide wire, and likely a result of exposure to the elements during transit back to abbott vascular for analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d9: device available for evaluation updated from "no" to "yes" h2: update from "no" to "additional information, device evaluation, correction." H3: device evaluated by manufacture updated from "no" to "yes." H6: method code 4114 removed and code 10 added. H6: investigation conclusion codes 4311 and 4307 were removed. H6: component codes 3111, 3194 and 761 added.